Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 2nd august, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the corrosion has built up on the arm. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the defective spring arm was replaced and the device passed functional tests before releasing it for use. It was established that when the event occurred, the surgical light did not meet its specification due to rust occurring on the surface of the device, which contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, there are no events registered for the issue of corrosion on powerled and hled surgical lights which led to the serious injury.  A root cause analysis was performed by subject matter expert at manufacturing site. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. We believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 serial # field deems required. This is based on the internal evaluation. Previous d4 serial # (B)(4). Corrected d4 serial # (B)(4).